Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged the pump basal iq feature was suspending insulin delivery inappropriately. Customer's blood glucose level ranged between 277-278 mg/dl. Customer declined tandem technical support's offer to troubleshoot and turned off the basal iq feature. Upon follow up, customer reported pump was functioning properly.